Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and by a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported being unable to power up their patient programmer (pp) beginning on (B)(6) 2018. They replaced the batteries, but it isn¿t powering up and when they put the same batteries into their pp they work fine. The pp has not been dropped or gotten wet. The patient was unable to find the pp during the report but would contact their manufacture representative (rep). Additional information was received on 2018-jul-23. The patient left the rep a voicemail indicating that the programmer was not working. The patient needed to replace their batteries. When the rep called the patient back they had already purchased and put new batteries into the pp. The patient stated that it was working normally after replacing the batteries. The issue was resolved, and the patient was noted to be alive with no injury. No further action is required. There were no patient symptoms reported and no complications reported. In 2018-july-30 (B)(4), interface update detail (con): additional information from patient was received. It was stated the patient programmer (pp) connected to the ins without the antenna attached, and not connected with antenna; however, the patient was not able to turn on to see the pp screen when using it this way. The patient had to end the call to get to a doctor appointment, and would call back later to be transferred to repair. Patient stated the issue with the programmer happened before and the representative (rep) took care of it. It was noted the patient had pain since patient started taking to rep. It was mentioned the patient was in pain due to device patient programmer issue. This would consider a sudden change in therapy or symptoms. It was noted the pp had poor communication with antenna. No further complication and no symptoms were reported.